Manufacturer narrative:
Work order search: two similar claims were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Device evaluation: visual inspection found the lens with no visible damage. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated that a micl13.2 implantable collamer lens, -13.5 diopter, tore during loading. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.n